Event description:
It was reported that balloon rupture, difficulty to remove, balloon detachment, and additional intervention occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified fistula. A 10.0 x80, 75cm gladiator balloon catheter was selected for treatment. The pressure was brought up 3 times with the previous being 18-20 mmhg. During this procedure, on the third inflation at 20 atmospheres for 15 seconds, the balloon ruptured. An attempt was made to remove the balloon, but only the proximal portion was able to be withdrawn through a 6fr 7cm sheath. The distal part was pulled to the access site where an incision was made so a surgical intervention would be performed by making a large upsizing of the venotomy to get the balloon and sheath out without the balloon fracturing. There was an in-room cut-down and widening to ensure capture of everything. The remainder of the balloon was withdrawn but everted upon itself. A 7fr 11cm sheath was used to try to obtain hemostasis but was unsuccessful, thus, a 10fr 11cm sheath was used. Pressure was applied to the fistula at the wrist and was sutured. Patient was discharged in a stable condition and is expected to fully recover. There were no complications reported.